Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. Information received on (B)(6) 2013 during routine device check show atrial threshold 2.4v at 1.0ms, lv threshold 3.5v at 1.0ms, reprogrammed lv to 4.5v. The physician was dr (B)(6) . The facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).